Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor.

Event description:
The customer reported via phone call the insulin pump has a prime anomaly and cracks. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.